Event description:
It was reported that coating issue was encountered. The target lesion was located in the anterior tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced to the lesion. However, when attempting to cross the lesion and pulling the wire back to find a better channel in the lesion to cross, the coating at the tip was pulled off of the wire. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion had 95% stenosis located in the highly calcified and moderately tortuous anterior tibial artery. The device was pulled out by snaring. The covering was not recovered because it posed a greater threat to the patient than leaving it in the occluded vessel. The patient was unharmed. The patient showed no adverse effect in or and was transported to pacu without issue.

Manufacturer narrative:
Device evaluation by MFR: the returned device matches with upn and lot provided by the customer. The returned guidewire had a section of the polymer tip detached and not returned. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that coating issue was encountered. The target lesion was located in the anterior tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced to the lesion. However, when attempting to cross the lesion, and pulling the wire back to find a better channel in the lesion to cross, the coating at the tip was pulled off of the wire. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that coating issue was encountered. The target lesion was located in the anterior tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced to the lesion. However, when attempting to cross the lesion and pulling the wire back to find a better channel in the lesion to cross, the coating at the tip was pulled off of the wire. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion had 95% stenosis located in the highly calcified and moderately tortuous anterior tibial artery. The device was pulled out by snaring. The covering was not recovered because it posed a greater threat to the patient than leaving it in the occluded vessel. The patient was unharmed. The patient showed no adverse effect in or and was transported to pacu without issue.